Event description:
It was reported that patient presented in clinic for follow up. The left ventricular lead exhibited loss of capture. Upon interrogation lead dislodgement was noted. No other electrical anomalies were reported. The lead was capped and replaced on (B)(6) 2017. The patient was in a stable condition prior, during and after the procedure.